Event description:
Boston scientific received information that through a remote monitoring system that this device was programmed to a value other than monitor and therapy. The device had been deactivated during an ablation procedure and the physician did not reactivate it. An appointment was made to reprogram the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.